Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. A 28x4.00 rebel stent was selected for use. However, during unpacking, it was noticed the distal portion of the stent was defective. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was loosely folded with the proximal end of the stent secured at the proximal markerband and the distal end of the stent is stretched distally. There is contrast present in the balloon. Although it was reported that the device was not used, the presence of contrast media in the lumen or balloon is indicative of handling beyond simply unpacking the device, as was reported. Microscopic examination revealed that the distal end of the stent was stretched/damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. A 28x4.00 rebel stent was selected for use. However, during unpacking, it was noticed the distal portion of the stent was defective. There were no patient complications reported and the patient's status was stable.